Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the imaging system. Hardware parts were replaced. Drive substrate connector contact was confirmed and voltage was adjusted. No further information provided. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system moved backwards just by holding the image acquisition system (ias) steering wheel. Photography was possible. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
Additional info: h3) a manufacturer representative (rep) went to the site to test the imaging system. No hardware replacement performed for this case. Correction: MDR codes updated: b01, c02, d02. (As the drive substrate connector contact was confirmed and voltage was adjusted. No further information provided.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.